Event description:
The doctor deactivated pencil and dropped pencil down on top of pt. The switch stuck. The mode it was stuck in is not known. 3rd degree burn noted in center of wound. Safety officer and risk mgt. Representative, believed that it was not necessary to excise the burn and suture but that it was the choice of the doctor to perform excision.